Event description:
It was reported that the patient experienced bleeding issues shortly after an implant procedure. It was noted that the patient experienced loss of sensation and control of the legs. It was believed that the issue was not device related, however, the cause was unknown. The patient underwent an explant procedure and was doing well post-operatively. The explanted ipg and leads were not returned by the medical facility.